Event description:
It was reported an unspecified u9000 filter was cracked in an unknown location which subsequently leaked during therapy. The u9000 filter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.